Event description:
It was reported during a gall bladder procedure that, the clips would not advance. There was only 1 clip in the instrument. Another like instrument was used. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the al326 instrument was returned with the kickoff spring and the feeder shoe damaged. The instrument was cycled and would not feed due to the kick off spring and feeder shoe condition. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies noted during the mfg process.